Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that two stripes were visible on an intraocular lens (iol) after implantation. Visual acuity was not affected, however the patient reported seeing two light reflexes. The iol was explanted and the symptoms resolved. Additional information has been requested but not received to date.